Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that box labels of bd microlance¿ hypodermic needle were missed.

Manufacturer narrative:
Investigation summary: our manufacturing facility received the returned sample of the affected product and was able to verify the absence of the shelf carton label. A device history record review showed no non-conformances associated with this issue during the production of this batch. Labels are printed and placed in the secondary packaging machine to be placed on the shelf carton, a process which is done automatically. We do have detection systems in place to verify the accuracy of the information printed on each label and reject any shelf cartons with a missing label. This issue likely occurred as result of a temporary failure in the label feeder in which the shelf carton went through the assembly line without the label and was rejected, but not properly segregated by the machine operator.

Event description:
It was reported that box labels of bd microlance¿ hypodermic needle were missed.